Event description:
It was reported that during a follow up, the physician retrieved several episodes stored by the ICD as ventricular tachycardia and treated by atp and shock therapies. The physician is in doubt about the correctness of the ICD diagnoses and consequently about the therapies effectiveness. The physician decided to perform an (B)(6) study which was negative. Induction test was successful. The pt will be monitored and the device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.